Manufacturer narrative:
Waiting for suspect device to be returned for analysis.

Event description:
In the operating room, we opened a 37800 and has an issue with the screws. One screw was extremely tight and took a ton of effort in order for it to "click." The impedance was >20,000. We tried multiple times removing the leads and trying to get the screw to sit properly but nothing worked.